Event description:
It was reported that the incident occurred in the cath lab. The intra-aortic balloon (iab) was prepped per instruction; the sheath was inserted into the pt's femoral artery. As the md was inserting the iab through the sheath, it became stuck. The md removed the iab and the sheath as one unit. Another iab was prepped and inserted through a sheath which was inserted into the same femoral artery as the first iab. There was no reported pt death. The pt was not injured, nor was medical or surgical intervention needed. The delay in therapy is listed as "unk." The pt outcome is recorded as "the pt was left in the cath lab on the pump."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.